Manufacturer narrative:
There is no allegation of failure or malfunction of the nalu system or any of its components. Placement of the device was acceptable at the time of the implant and surgical intervention was performed due to change in patient abilities after the implant took place. Change in patient ability to reach the implant location is unrelated to nalu.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022 after a successful trial procedure. Permanent implant was placed in the same location as the trial system, however the patient later reported difficulties reaching the location to place the external therapy disc in place over the implantable pulse generator. Patient requested revision to move the implant to a move accessible location. Revision procedure was performed on (B)(6) 2023 with no complications.